Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user requested to return the ilet after discontinuing use, citing a preference for more manual control and difficulty with the algorithm in the context of gastroparesis and insulin sensitivity; the event involved hyperglycemia with a highest reported glucose of 440 mg/dl and prolonged elevation over 180 mg/dl for more than 4 hours, with device alerts for glucose above 300 mg/dl for over 90 minutes and correction using subcutaneous insulin via mdi. Symptoms included hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, and no assistance required. Investigation included internal complaint intake, field team review, and logistics for device return and credit processing. Investigation of this case revealed no device alarms or malfunctions beyond expected high-glucose notifications, and the cause of hyperglycemia remained unclear in the setting of known gastroparesis and insulin sensitivity. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.